Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza0319 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reza0319) have been reported from the same australia facility. Device not received, at this time.

Event description:
It was reported that the cuff didn't come out with the cvc line when removed. A separate incision was made above the cuff to retrieve it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l power line chronic catheter. Usage residues were abundant throughout the sample. Biological material was abundant throughout the cuff. The received catheter segment extended from the tissue ingrowth cuff to between the 22cm and 23cm depth marking. The proximal catheter segment including the bifurcation was not returned for evaluation. Tactile inspection of the sample revealed the cuff to be firmly attached to the catheter tubing. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection the proximal end of the sample revealed a break in the catheter tubing within the region overlaid by the tissue cuff. The catheter break surface was dully granular and the break region exhibited an elliptical cross-section. The tissue ingrowth cuff was in the appropriate position and was firmly attached. The proximal break in the catheter exhibited characteristics typical of a tensile break. It appeared that the catheter broke during attempted traction removal. The product IFU provides the following guideline regarding device removal ¿surgical removal may be necessary to prevent breaking of the catheter if the catheter does not dislodge easily with traction.¿